Manufacturer narrative:
A1: full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access reagent was not returned for evaluation. No hardware errors were reported in conjunction with this event. A beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse performed a high sensitivity (hs) system check, but it failed due to outliers on hs foam. Fse reported that the peristaltic pump did not work properly. Fse replaced the peristaltic pump. Fse then performed hs system check which returned results within specifications. In conclusion, the cause of this event was a hardware malfunction.

Event description:
The customer reported obtaining questioned low pthio (access pth, part number a16972 and lot number 338442) patient results on the customer's dxi (unicel dxi 600 access immunoassay analyzer, part number a30260 and serial number (B)(6)). It was not indicated whether the erroneous low results were released from the laboratory and there was no report of injury or change to patient treatment or management in connection with this event. No hardware errors or other assay issues were reported in conjunction with this event. No calibration data were provided. Quality controls (qc) were passing within the ranges at the beginning of the (B)(6) 2023 but then was failing (high) when repeated on (B)(6)2023 after the event occurred. System check was passing within specifications at the time of the event. No issues with samples integrity were reported by the customer. The samples were collected on plasma tubes with gel separator. The tubes were centrifuged for 6 minutes at 5,000 rpm. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2023. Cts guided the customer to perform a precision study using qc. Using 5 replicates of qc on both pipettors 1 and 2, qc was still failing high. Cts advised the customer to recalibrate the assay, to use fresh qc and to re-run the samples on an alternate instrument. The customer declined and requested a hardware verification. A beckman coulter field service engineer (fse) was dispatched to assess system performance.